Event description:
Had an euflexxa injection in my left knee, the first of 3. That evening and for 3 1/2 days I experienced muscle and joint pain from head to toe. Could not function for 3 days, headache. Second injection slight aches and pains. Third injection was ok, but have lingering joint and muscle pain that seems to travel throughout my body. Reference report #mw5145808, #mw5145809.